Event description:
It was reported that in three cases the white tightening suture of three devices broke. It was further reported that the event has happened in 3 month period. No information provided by the customer.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.